Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the pump had an intermittent power issue. The reporter admitted that a crack was noticed in the battery compartment a month earlier. Due to the alleged power issue, the reporter claimed that the patient suffered 3 events where the patient's blood glucose (bg) read "hi" on a meter. The reporter denied that the patient that the patient received any medical intervention because of the alleged issue. However, she mentioned that the patient developed large ketones as a result of the alleged issues although the patient reportedly did not developed symptoms of nausea, vomiting, shortness of breath, and chest pain. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels and ketones which meet animas criteria for a serious injury. However, the patient's injuries can be attributed to use error since the alleged power issue and cracked battery compartment issue are not likely to cause an adverse event. The issues are generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient was reportedly suffered the high bg episodes although he had been aware of the cracked battery compartment issue.

Manufacturer narrative:
The reported event was also reported on medwatch report #2531779-09317. Please disregard the current report as a duplicate of 2531779-09317.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.